Event description:
Customer reported a past low blood glucose (bg) event with a level of 53 mg/dl. Cause was not known. Reportedly, the customer was currently admitted to a rehabilitation center for a non-diabetic event. A registered nurse at the center assisted the customer with a ¿gluco gun¿ to address their bg. Tandem technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels.